Manufacturer narrative:
Advanced sterilization products (asp), co manufacturer provides all maintenance and technical support for this device. Asp is evaluating this incident and will resolve/correct the problem. In addition to this MDR, an MDR has been filed by asp under minntech's name and establishment number. Additional information regarding this incident has been requested from a.s.p.

Event description:
A customer reported a bluish tinged residue believed to be cidex opa coming from various olympus endoscopes after a completed cycle of the asp automatic endoscopic reprocessor (aer). The endoscopes have not been released. There has been no report of injury or harm. The facilities cleaning practice was reviewed. The customer stated that pre-cleaning is not performed. The customer uses enzol detergent; however, they could not confirm if it is diluted and used according to the IFU. The customer was advised that if pre-cleaning is not performed, it is possible to experience residual and/or staining. The asp clinical support representative sent the customer the IFU for cidex opa and enzol. The customer stated that they process their scopes in the asp automatic endoscopic reprocessor (aer) for five minutes. The customer was provided with a copy of the aer correction letter, instructing the customer to disconnect the aer heater and process for twelve minutes at 68 degrees fahrenheit.